Event description:
Conmed active cord was connected to the cautery esu unit. After, equipment was connected and ready to use, once the physician stepped on the coag pedal, the active cord sparked at the connection site. The cord was removed and replaced with a brand new cord. The conmed esu unit was removed from procedure room until equipment was check by biomedical. The results found the cautery units were in working order. The biomedical technician reported that the connection of the active cord to the hot snare or hot biopsy forceps used for procedures did not have a good connection. It was noted that the connection was loose, and in opinion made reason why there was a spark, due to the incomplete contact of the cord of the hot snare and/or hot biopsy forceps. The conmed active cords 3239 were removed from use and olympus active cords purchased. The conmed representative came on site to evaluate their product and reported the incident to their technical team. FDA safety report ID# (B)(4).